Event description:
It was reported by the service and repair department that the depth gauge for 2.0mm and 2.4mm screws set was found with a broken tip. It was confirmed by the sales consultant that there was no patient involvement and did not contribute to a death or injury. The issue was found outside of the operating room once it had been washed. The part has been noted as field equipment and is not a warranty replacement only situation. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Service history review: lot 6911096 a service history of the past three years has been reviewed. The item was previously returned for service on september 11, 2012 due to a broken tip. The customer called in a service request for this item on june 23, 2014 and reported a broken tip. The previous service condition of broken tip is relevant to the current complained issue of broken tip. The service history evaluation is confirmed. A product development evaluation was completed: the returned depth gauge (lot 6911096) was manufactured on april, 2012 and is 2 years old. The depth gauge was received assembled. The needle is broken off the graduated body and it bent in multiple places along its length. The slide mechanism on the depth gauge was tested and there are no issues with the sliding mechanism. The outer body of the depth gauge stays intact when the device is held vertically. There are multiple nicks and scratches on the device consistent with normal use. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the design drawing indicates that the returned part was manufactured to the relevant drawing. The complaint is confirmed for the complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. Excessive force exerted on the depth gauge or placing / dropping heavy instruments on top of the device during the sterilization process could have led to this complaint condition. Therefore, this complaint is confirmed from a complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the tip is broken off. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit where further investigation was completed and reported on follow up medwatch (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the service history has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.